Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Event description:
The account noticed smoke coming out of the data station on the cell-dyn sapphire. The cell-dyn sapphire was not running samples nor was maintenance being performed when the smoke was noticed. The operator shut down and unplugged the cell-dyn sapphire data station. No patient involvement. No operator injury due to the smoke was reported.

Manufacturer narrative:
Based on the information and no product return provided the definite cause of the smoke in the data station could not be determined. If power surge, dust, or liquid may have been involved, only two possible causes for the smoke could be provided: a capacitor opened which could account for the smoke reported by the customer; windings on the transformer got hot and produced smoke. The cd sapphire system operator's manual provides information on hazards, warnings, and precautions when operating the cd sapphire system. The field service engineer replaced the data station power supply and the issue was resolved. No product deficiency was identified.